Manufacturer narrative:
Philips has investigated this complaint the philips remote service engineer (rse) examined the system remotely and confirmed that there was no movement of the arch and table, start-up problem. Review of the log files shows multiple start-up errors on geo pc; ¿geo ipc network connection failed¿. Upon troubleshooting, philips remote service engineer (rse) found that the f12 fuse on m cabinet that had blown out, the problem comes from the power supply of the geometry pc. To resolve the issue, fse went onsite replaced the geo pc and performed calibrations. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was stuck in a boot loop. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.